Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an increase in the pacing threshold from less than 1 volts to 4 volts. The pacing impedance measured greater than 2500 ohms on two different occasions in the daily measurements. Lastly, there were intermittent episodes of oversensing of noise and the delivery of one inappropriate shock.

Manufacturer narrative:
The patient was brought back to the electrophysiology (ep) lab and the distal rate/sense setscrew was found to be loose. This was corrected and the impedance measurements returned to normal. The available information leads us to believe the lead and device remain implanted and in-service. This event will be reopened should additional information become available. Upon receipt at our post market quality assurance laboratory, this device has a previous event in which >2500 lead impedances were reported, oversensing, and a shock due to noise. An invasive procedure found that the distal rate setscrew was loose. The setscrew was tightened and the device remained implanted until (B)(6) 2011, five years later. At elective replacement indicator (eri) at explant and the device did not meet longevity expectations. All therapy was available. The open lead impedance, noise, and inappropriate shock that was previously reported is concluded to have been the result of the loose setscrew since the device was left implanted for five years after it was tightened without further issues.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an increase in the pacing threshold from less than 1 volts to 4 volts. The pacing impedance measured greater than 2500 ohms on two different occasions in the daily measurements. Lastly, there were intermittent episodes of oversensing of noise and the delivery of one inappropriate shock.